Event description:
The customer reported that the system would not power up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The user was instructed to not press the ups off switch and was also informed that ge does not provide explosion proof twist lock plugs. The system was found to be working as intended and put back into service.